Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but shut down within a few seconds and ten (10) beeps were heard. The ten beeps alarm looped continuously until the device was powered down. The 10 beeps anomaly was observed due to a u21 (current limiter ic) failure on the instrument board. Model number corrected from 23786 to 25052.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the devices switched off after 2 minutes. It is unknown if an error message or audible alarm occurred. No known impact or consequence to patient.